Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as a battery depletion (bd) alert was displayed. Moreover, beeping tones coming from the device were reported. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a safe replacement window of 90 days was recommended. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. Additional information was received. The device was explanted and replaced. No additional adverse patient effects were reported. The product is not expected to return as the patient made the decision to keep the device.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as a battery depletion (bd) alert was displayed. Moreover, beeping tones coming from the device were reported. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a safe replacement window of 90 days was recommended. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. Additional information was received. The device was explanted and replaced. No additional adverse patient effects were reported. The product is not expected to return as the patient made the decision to keep the device.

Manufacturer narrative:
Correction: implant date was updated.